Event description:
The initial reporter questioned results for 39 patient samples tested for multiple assays on a cobas 8000 cobas c 701 module. The following are examples of discrepant results for 5 patient samples tested for hdl, albumin, and creatinine. Note: no units of measure were provided. Patient 1 initial hdl result was 5.21. The repeat result was 0.85. Patient 2 initial hdl result was 3.86. The repeat result was 1.32. Patient 3 initial hdl result was 3.48. The repeat result was 1.27. The initial albumin result was 26. The repeat result was 40. Patient 4 initial creatinine result was 117. The repeat result was 82. Patient 5 initial creatinine result was 98. The repeat result was 50.

Manufacturer narrative:
No reagent lot numbers with expiration dates were provided. The field service engineer (fse) found cracked tubing on the rinse mechanism. The fse retubed the rinse station vacuum lines. The investigation determined that the issue found by the fse was the root cause of the event.